Event description:
The report co received indicated death. The pt was admitted with an unstable angina pectoris. Instent restenosis in 1st diagoneal and de novo lesion in lad. Only one stent was placed. The lesion was calcified. It was direct stented. The inflation pressure used for the stent was 11 atms. The stent to vessel sizing was one to one. There was no residual percentage of stenosis after stent implantation. There was no disease distal to the stent. No ivus were used after initial placement of stent. No acts were monitored and no gpiibiiia were used. Medications included pre procedure: plavix, aspirin, and lovenox. Intra procedure: 2500 units of heparin. Post procedure: integrillin.